Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an upstream occlusion possible corrosion. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device contaminated with fluid ingression and tamper seals missing. There was no evidence of the error in the event history log. The reported problem was duplicated during functional test. Fluid ingression was found to be the cause of the reported problem. It was recommended replacing the upstream occlusion sensor as corrective action. The root cause of the reported problem was traced to the user. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4: model number: 2120; catalog number: 21-2120-0104-01.